Manufacturer narrative:
Confirmed customer complaint broken tip. Safety alert notice (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
The tip of the blade broke off.